Event description:
Customer states: "in 2007, my patient underwent ureteroscopy with laser lithotripsy for a 1cm renal stone. I placed a 35cm 12/14 flexor access sheath and lasered the stone into pieces with a holmium laser. I attempted to pull out a stone fragment using a 2.4fr. N-circle delta wire basket and the stone became stuck in the upj. I was unable to release the stone, and therefore, I cut the stone basket near the handle and removed the sheath of the basket. I backloaded the ureteroscope and then lasered the stone within the basket. Then I was able to release the basket and pulled it out. However, I noticed some stringy, clear plastic threads that remained in the access sheath after I removed the basket. I had to remove these threads using another stone basket. Some of the pieces migrated up out of the access sheath and into the kidney, but I was able to remove all of them eventually."

Manufacturer narrative:
One opened package with three pieces of clear material all curled up; neither the stone extractor used in the procedure or access sheath was returned. Each clear section was stretched out and measured; 23cm, 31.5cm and 32cm. The shavings were noted to be from the i.d. Of the flexor sheath due to the striations present on the shavings. The customer was contacted and indicated that all pieces were removed from the patient. The customer also noted that neither the lot number or the access sheath was available for evaluation. The customer indicated the patient did not receive any additional harm and was fine. The flexor sheath has been damaged by an instrument of undetermined origin. Should any additional information become available, it will be forwarded.